Event description:
Manufacturer report number: 3006705815-2022-16761. It was reported that the patient's system was unable to be placed into MRI mode due to low impedances. Surgical intervention took place (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.